Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a patient may have peritonitis and wanted to get the patient off of the cycler for the evening. The pdrn wanted the patient to dwell off of the cycler and drain manually into drain bags. Technical support provided information to the patient's son on how to cancel treatment, as well as, stayed on the call until the patient's son was able to confirm being able to cancel out treatment for the evening. Upon follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2024 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count obtained in the outpatient clinic on (B)(6) 2024 presented with no growth in the culture and a wbc count of 241/mm3. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. It was explained the patient¿s caretaker admitted to accidentally touching connections with bare, unwashed hands during pd setup and treatments for this patient. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin and ip ceftazidime, both for two weeks (dosages and frequency unknown). The patient is recovering from his event at home as she remains asymptomatic on antibiotic therapy. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home following this event.